Event description:
Surgeon reported that a pt underwent a ventral hernia repair in 2005 and presented eleven months later with a recurrent hernia. The pt was returned to surgery for repair of the recurrent harnia. The bowel was soon adherent to the previously implanted device. Adhesiolysis was conducted and mesh excised. Bowel enterotomies were made, during this procedure.